Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer latch was broken when user trying to close. The customer stated that this malfunction occurred when nurse trying to pull the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 latch broken when user tried to close. A field service engineer (fse) initially tried to work with the pharmacy to recover the storage space, but the technician did not have permission. Manually ejected the broken cubie. Upon following up, the fse mentioned that did not receive a follow-up call from the customer regarding recovering failed cubie and the fse stated that customer would replace the failed cubie to resolve the issue. The system functioned as intended after the field service engineer investigated the device.